Manufacturer narrative:
One device was received for evaluation. Service history review found that the device had not been in for repair in the past. Visual and functional testing were performed, and the customer's reported problem was confirmed. The cause of the problem was the main board. The main board was replaced. The device then passed all functional testing after the repair.

Event description:
It was reported that the device had an error code 44510. There was no patient involvement.